Manufacturer narrative:
Continued: initial reporter- phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional's office reported "left side rupture and a right side exchange with no complaint against the device." Device remains implanted.